Event description:
It was reported that an alert for charge time limit reached was received via remote transmission. Upon review, the long charge time was confirmed. Due to the patients poor health condition, device replacement will not be performed at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.